Manufacturer narrative:
(B)(4). Batch # t5dp2w. Additional information was requested, and the following was obtained: could you please provide more details for ¿tlc100 it misfired¿? There not sure if reload was loaded properly - ! If the device stapled, was the staple line complete? No staple line was not completed. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? They think b. If the device cut, was the cut line complete? Yes. Were the cut line and staple lines equal? Not sure. Can you please clarify the reason of ¿needed 2 more cm of bowel removed¿? Not sure. Could you please clarify if there were any patient consequences? No patient fine. Device analysis: the analysis results found that the tlc100 device was received with no apparent damaged and with a cartridge reload loaded in the device. The reload had the proximal 6 drivers up without staples, and the remaining drivers down with staples present and the swing tab was noted to be broken, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It is possible that the damaged on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, using the device it misfired. Incident therefore needed 2 more cm of bowel removed.